Event description:
The iab was inserted into the pt on 1/17/98 at 12:55 p.m. And removed on 01/21/98 at 8:20 a.m. Iab did not malfunction. The pt had major ischemia, removal of the iab and surgery was required. The pt went on to expire on 01/22/98 at 5:00 p.m. The contact stated that the death was not a direct consequence of the iab or iab therapy. Event complications: major ischemia/removal required/surgery required- rpt'd 01/28/98. Pt's current status: expire-rpt'd 01/28/98.